Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited dents on distal edge and failed light transmission. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction failed light transmission was due to bent and scratches on outer tube, and probable cause of the dents on distal edge was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.